Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Postoperative hypotony is an established risk associated with use of the stent system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the stent remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma stent implantation procedure, the (B)(6) patient presented with hypotony. Further treatment (suturing) was scheduled for (B)(6) 2018 but has not yet been confirmed as completed. Additional information has been requested.

Event description:
An ophthalmologist reported that following a glaucoma stent implantation procedure, the 50-51 year-old patient presented with hypotony. Further treatment (suturing) was scheduled for (B)(6) 2018 but has not yet been confirmed as completed. Additional information was provided, indicating that the patient experienced postoperative bulbus hypotonia with macula swelling. Re-suturing in the stent was performed on (B)(6) 2018. It was noted that the event resolved with treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).